Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two-month post replacement procedure, the patient developed an infection. It was noted that the pocket would not heal. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation breach was happened during implant. There was a piece of thread poked through the insulation when suturing to place the anchoring sleeve. Insulation breach allows blood ingress into the lead body and on the proximal conductor. If information is provided in the future, a supplemental report will be issued.